Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, and cracked reservoir tube window corners.

Event description:
The customer called and reported the insulin pump was going blank some days. Customer's precise blood glucose level was not known but in the 200 to 299 mg/dl range. The customer stated when the device would come back on, it would work just fine. The customer further stated that when information from the pump was downloaded with her healthcare provider, they noticed the insulin pump was suspending for hours at a time. Customer was experiencing high blood glucose. The insulin pump was reportedly not dropped or exposed to moisture. There was no damage or corrosion noted. Following insertion of new battery, the display returned. The customer was sent a new battery cap and called back on (B)(6) 2015, stating the display issues recurred. At this time, her blood glucose was 337 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.